Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/21/2025 the caregiver reported that the user awoke with a blood glucose (bg) level of 64 mg/dl and wanted to eat breakfast. The caregiver was advised to administer a glucose tablet and wait 20 minutes before eating and announcing a meal. The user¿s glucose returned to normal following this advice. No medical intervention was required and the user did not experience any long-term effects.